Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that a loss of connection between the transmitter and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/15/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Pairing testing was performed and the test passed. However, data log review was repeated at the time of device evaluation and confirmed the reported event of loss of connection. A root cause could not be determined.